Event description:
Boston scientific crm received information that this device was explanted and returned for disposal. There are no product performance allegations or adverse patient effects regarding this device. Routine initial returned device testing indicated that detailed analysis was required.

Manufacturer narrative:
The device's stored memory was reviewed and evaluated by boston scientific's post market quality assurance laboratory. Detailed analysis found that built-in device self-diagnostics detected unexpected changes in certain locations of device memory that control episode data. In response to this, the device initiated a warm reset in an attempt to correct this problem. The processing performed during this warm reset was appropriately executed, however, a firmware design issue prevented the device from initializing specific data variables used to control episode data. Eventually, the uninitialized data variables prevented new tachycardia episodes from being properly recorded and resulted in the device resetting during the onset of an episode of tachycardia. Consequently, the ability of this device to deliver tachycardia therapy was compromised. Following a reset, the device performed as intended.